Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. It was reported that the generator was replaced prophylactically. It was reported that diagnostics prior to generator replacement in the or showed high impedance (dc dc code - 7). The generator was replaced and diagnostics again showed high impedance (10,000 ohms). The lead was also replaced. Diagnostics with the new vns system were within normal limits. Further follow-up revealed that the device was not programmed off after observing the high impedance. The high impedance was not known prior to surgery; therefore no x-rays were performed. No known trauma occurred that is believed to have caused or contributed to the high impedance. The explanted devices are expected to be returned for analysis, but have not been received to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.